Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-nov-2009 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident. A technical support specialist (tss) followed up with the customer regarding the reported fatal error on the underlying data source, requested confirmation of the issue status and completion of recommended checks, and asked for availability for a remote session if the issue persisted. No response was received and the tss proceeded with case closure. If any further information available, the case would be updated.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, unable to log in to the station and encountered a fatal error on the underlying data source. The device was restarted multiple times; however, the issue persisted. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.